Manufacturer narrative:
Vascular use. The device has been received. Investigation is not yet complete.

Event description:
Device malfunction: shaft separation. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure in the superficial femoral artery, the xpert stent was successfully deployed in the target lesion. Strong resistance was encountered while removing the stent delivery system (sds). Strong force was used to pull the sds through the sheath. The shaft separated while exiting the sheath, leaving approximately 40 cm remaining inside the distal end of the sheath. The detached portion of the shaft was manually removed from the sheath without difficulty. There was no adverse patient effect. Though requested, no additional information was provided.